Manufacturer narrative:
(B)(4).. Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
It was reported via phone call that the customer passed away at home. The cause of death was not related to diabetes. The caller stated that the customer had other illnesses that may have led to the customer's passing. The customer¿s blood glucose was unknown but high at the time of passing. The customer was wearing the insulin pump at the time of death. The customer was using sensors. The insulin pump will return for the analysis.